Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a capio suture during a sacrospinous fixation procedure on (B)(6), 2012. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the needle of the suture was caught in the cage of the capio device, and then the suture detached. The problem occurred on the first throw of the capio device. The physician completed the procedure with another capio open access suture capturing device and another of the same capio suture. There were no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.

Manufacturer narrative:
Visual analysis of the returned capio device revealed that the device was within specifications. However, the needle, with a piece of suture attached, was received inside the capio cage. Functional testing of the returned capio device revealed no anomalies. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The cause for this event could not be confirmed.